Manufacturer narrative:
Submit date: 4/14/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that they received complaint from their customer regarding broken hub. A patient was involved however, the customer is unwilling to provide more details.